Manufacturer narrative:
Electrode belt evaluation has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation belt was unable to complete a falloff test. The cause for the failure was isolated to the u306 and u402 components were defective. The root cause for the defective components was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.